Manufacturer narrative:
Voluntary medwatch report received: mw5157785.

Event description:
Voluntary medwatch received states that the low voltage lead was capped due to product performance issue. There was no patient consequences reported.